Manufacturer narrative:
The device was returned and evaluated. The device was operated outside of the recommended tilt angle.

Event description:
Dealer claims the seat back broke and consumer fell.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer claims the seat back broke and consumer fell.